Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer insulation was abraded and the outer coil exposed at 18.6 cm - 18.8 cm from the connector pin. The lead abrasion is consistent with that caused by friction to the device can and could have contributed to the reported noise anomaly.